Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot number, UDI and expiration date unknown / not provided. Theraphy date unknown / not provided. PMA/510(k) number not available. Device manufacture date unknown. Fax number unknown / not provided. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Device was lost and location is unknown.

Event description:
It was reported that the patient presented in the office with the crown and abutment out of the patient's mouth. The doctor stated that the abutment screw must have loosened at some point because it was no longer in the patient's mouth. No injury to the patient reported. Tooth #20.